Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would beep intermittently while in the off position. The rfu indicator was an hourglass and there were no failures during operational testing or in the auto-test summary logs. The device was not in use on a patient.